Event description:
Pt was brought to cath lab for renal angioplasty. Md placed stent tried to inflate stent balloon. Balloon didn't inflate md pulled stent back and it came off the platform. Was able to retrieve the stent. No injuries.